Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: saline mentor smooth round moderate profile 325cc, serial number (B)(4), lot number 7307379. (B)(4).

Event description:
It was reported that a (B)(6) -year-old caucasian female patient underwent a breast augmentation primary with a saline mentor smooth round moderate profile 325cc and experienced deflation on the right breast implant. As a result, the patient had undergone removal and replacement with saline mentor smooth round moderate profile 425cc on (B)(6) 2018. This medwatch is for the right breast implant.

Manufacturer narrative:
On 06/15/18, it was reported to mentor that the device history record (DHR) of lot number 7454793 reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 06/27/18, it was reported to mentor that the patient was not enrolled in post-approval study. The patient discovered deflation and the doctor diagnosed same day. The patient was not hospitalized. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 07/10/18, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device returned without fluid. White material was observed within the device. No foreign material was observed on the shell surface. Product evaluation team discovered a rent at the vulcanization dot. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. There is no evidence that the issue is related with manufacturing. Because product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Manufacturer¿s reference number: (B)(4).